Event description:
During trouble shooting, customer observed dashes and lines where the code number would be displayed on the aviva system. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.